Event description:
A pt, undergoing peritoneal dialysis, was reportedly tested using the suspect device with a result of 120 mg/dl. An additional sample obtained from the same pt reportedly measured 16 mg/dl, on a lab instrument. No info, pertaining to pt's treatment or current condition, was provided. The suspect product was requested to be returned for evaluation.